Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she experienced high blood glucose of 540 mg/dl. Customer stated that she has gastroparesis and sometimes she can digest her food fast and sometimes not so her blood glucose rises. Customer stated that she found a kink in the tubing; she then resumed and gave herself a bolus. Customer stated the insulin pump alarmed no delivery during the bolus. Blood glucose at the time was 420 mg/dl. Customer stated the insulin did exit the tubing when disconnected at the quick release. She removed the infusion set and stated the cannula was not bent. She was advised the site may be occluded. The customer called back after receiving an email for follow up and she has not had any issues.